Event description:
A customer from the (B)(6) stated that she was receiving erratic readings when using her contour link meter. She alleged that she had been admitted to the hospital 2 weeks earlier for hypoglycemia and had lost confidence in her meter. No other information was provided. At this time, it's not known if any product will be returned.

Manufacturer narrative:
In some countries outside the us. The information was provided to bayer (B)(4) by (B)(6), a bayer branch specialist for the (B)(4). The (B)(4) has requested the test strips be returned for evaluation, but at this time, it's not known if the customer will return the products. Not known if product will be returned.